Event description:
It was reported the patient had a suspected infection at the ipg site along with warmth/itching and shocking sensation down one leg. Ipg was sent to pathology and was clear of infection. Surgical intervention took place wherein the system was explanted to address the issue. Note: it is unknown which lead(s) is related to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 3 drg leads, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11122369. Common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11122369.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.